Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found the plastic mechanical locking features that bonds the plastic to the silicone to be cracked/damaged. Manufacturing was reviewed; all devices 100 percent inspected prior to packaging. Although the reported customer complaint was confirmed, the investigation did not reveal any intrinsic manufacturing defects with the returned device. The problem source to the reported complaint was determined to be user interface.

Event description:
It was reported that the tracheostomy tube tore off between the hub and the silicone on the day the tube was scheduled to be changed. The torn trach was discarded, and a new trach was placed on the patient. No patient injury or further complications were reported in relation to this event.